Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt. This ous cypher select plus sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.

Event description:
The information received from the affiliate indicated that during preparation, a hole was observed in the balloon of the 2.25 x 23mm cypher stent delivery system (sds). When inspected, a leakage was observed at the distal end of the balloon. The product was not clinically used in the patient.